Manufacturer narrative:
A ge representative evaluated the system and replaced the generator driver board. System operates as intended.

Event description:
Customer reported an analog to digital conversion channel error was displayed and system stopped operating. System operates as intended.